Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed a damage power flex circuit. The connector jp4 of the power flex circuit shorted and pin #2, 3 and 4 were burnt. Carefusion replaced the ptv pigtail cable to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that during check off by the end-user while off of the patient, a burnt smell was noted. Visual inspection revealed the power port was visibly burnt/charred.